Event description:
Device 2 of 5 reference MFR. Report#: 1627487-2020-32311. Reference MFR. Report#: 1627487-2020-32313. Reference MFR. Report#: 1627487-2020-48818. Reference MFR. Report#: 1627487-2020-48819. Additional information received/obtained revealed the patient's drg system was explanted. Follow-up confirmed the patient had four drg leads. Three of the leads were fully removed. The drg lead that was located on the right side of t12 got damaged when the physician attempted to remove it. Therefore, the physician decided to partially remove the fractured lead and suture the remaining portion to the tissue in the incision.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2020-32311, reference MFR. Report#: 1627487-2020-32313, reference MFR. Report#: 1627487-2020-48818, reference MFR. Report#: 1627487-2020-48819.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2020-32311, reference MFR. Report#: 1627487-2020-32313. It was reported the patient plans to undergo surgical intervention due to ineffective therapy.